Manufacturer narrative:
It was reported that there was a communication failure during a surgery. Device history record review and complaint history review were not performed based on the low severity of this complaint. The investigation confirmed that a communication issue occurred in guidance, when the robot arm was on a planned trajectory and the cooperative mode was activated, due to a vigilance device failure. This type of error can be provoked by a momentary breakdown of the foot pedal or, most probably, by an incorrect usage of the foot pedal. Not enough elements are provided to determine which was at the origin of the device shutdown.

Event description:
During a surgery, the robot experienced a software communication failure during guidance mode. The arm was being removed from the first trajectory in free and fast mode when the arm appeared to have stalled (possibly due to a joint being stalled), and the surgeon kept applying force to the arm to remove it. The field service engineer attempted to warn the surgeon, but the audible click noise was heard and the communication error message appeared on screen. The fse noted that the force appeared to be excessive due to the arm being stalled, and the force would most likely had been fine if the arm was still moving freely. The robot was restarted, and the issue was not experienced again during the case. The patient was under anesthesia and an incision had been made. The total delay was less than 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During a surgery, the robot experienced a software communication failure during guidance mode. The arm was being removed from the first trajectory in free and fast mode when the arm appeared to have stalled (possibly due to a joint being stalled), and the surgeon kept applying force to the arm to remove it. The field service engineer attempted to warn the surgeon, but the audible click noise was heard and the communication error message appeared on screen. The fse noted that the force appeared to be excessive due to the arm being stalled, and the force would most likely had been fine if the arm was still moving freely. The robot was restarted, and the issue was not experienced again during the case. The patient was under anesthesia and an incision had been made. The total delay was less than 5 minutes.